Event description:
It was reported that the lights of the external pulse generator (epg) were dim and that the epg did not output when pacing was attempted to be enabled. The epg was not further used on the patient. The epg is no longer in service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported issue. It was found that the side bail covers were contaminated, and the upper case was broken. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
The epg has been returned for service.